Manufacturer narrative:
No patient identifier or demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event is being additionally reported under 3008344661-2021-00190-00 under a related suspect medical device.

Event description:
The customer identified (B)(6) alinity I hbsag results for one patient. The following information was provided: initial result (B)(6), (B)(6), confirmed reactive with a neutralizing confirmatory assay repeated with another method (dynascreen) (B)(6).

Manufacturer narrative:
An investigation was performed for false reactive and confirmed positive results, when using alinity I hbsag reagent lot 28564fn00 (refer to 3008344661-2021-00190) and alinity I hbsag confirmatory reagent lot 26534fn00. A review of tickets was performed for alinity I hbsag confirmatory reagent lot 26534fn00 and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Performance testing was performed for alinity I hbsag confirmatory, lot 26534fn00. Acceptance criteria were met indicating the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I hbsag confirmatory reagent lot 26534fn00 was identified. Section g has been updated to reflect personnel changes subsequent to the initial submission.